Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 16048248, model/catalog description: artisan lead 70cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was not happy with her device. The patient underwent an explant procedure.